Event description:
It was reported that a patient had difficulty breathing and the patient began to form a pus pocket in the neck and was placed on antibiotics. Upon further examination, via x-ray, the surgeon noticed that a screw had perforated the esophagus and the patient had swallowed the screw. The x-ray images also confirmed that the screw had entered the large intestine and would be excreted soon thereafter. However, dr. (B)(6) doesn¿t know the exact date the plate pulled away. Consequently surgical intervention by dr. (B)(6) and an ent was done on (B)(6) 2013, to remove the plate and any remainder screws that were still enact. Upon removal of the aviator plate and screws they noticed on of the silver springs from the plate were also missing. Another x-ray scan of the patient didn¿t show reveal the missing metal spring in the patient¿s body.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: an aviator assy three level plate was confirmed to have part of the locking mechanism broken off via visual inspection. The returned plate was observed to have one broken locking spring bar and several locking springs with scuff marks. It was reported that this was the patient's 4th acdf, which may be a contributing factor to the failure with the locking spring bar. Conclusion: the root cause of the failure is likely due to the patient having a 4th acdf surgery. Having multiple surgeries decreases the chance of success because fusion would be less likely to occur.

Event description:
It was reported that a patient had difficulty breathing and the patient began to form a puss pocket in the neck and was placed on antibiotics. Upon further examination, via x-ray, the surgeon noticed that a screw had perforated the esophagus and the patient had swallowed the screw. The x-ray images also confirmed that the screw had entered the large intestine and would be excreted soon thereafter. However dr. (B)(6) doesn¿t know the exact date the plate pulled away. Consequently surgical intervention by dr. (B)(6) and an ent was done on (B)(6) 2013 to remove the plate and any remainder screws that were still enact. Upon removal of the aviator plate and screws they noticed on of the silver springs from the plate were also missing. Another x-ray scan of the patient didn¿t show reveal the missing metal spring in the patient¿s body.